Event description:
Consumer reported complaint for error messages; customer did not recall the error messages. Sister-in-law is calling on behalf of the customer. Customer had been prescribed the true metrix meter less than a week ago. Sister-in-law stated that due to the error messages the customer had gone to a clinic and was currently speaking with a diabetes educator. Sister-in-law stated that customer was feeling nervous but that it was not a diabetic symptom, it was due to the meter not working. Sister-in-law was unable to provide the test strip lot number, stating that she did not have them with her and she was not with the customer at the time of the call. Sister-in-law stated that they would call back manufacturer to troubleshoot.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to clinic due to meter error messages. Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.